Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 306 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. In addition, the customer stated that he may have some scar tissue and stated he would speak to his endocrinologist about it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.